Event description:
The manufacturer received information that a trilogy evo device did not turn on while in patient use. There is no allegation of serious or permanent harm or injury. The device was evaluated, and the technician was able to duplicate the issue. Ventilator inoperative error codes e152 (evt_mach_flow_railed_low) and e154 (evt_mach_flow_stuck) were found in the error log. These errors indicate that the machine flow sensor communication ceased and the sensor is stuck at the same value/railed to maximum negative value. The flow sensor was replaced to address the issue. Device passed final testing.

Manufacturer narrative:
The reported failure of vent inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.